Manufacturer narrative:
Additional information b5: medtronic received additional information that the foreign material (fm) was identified when the package was opened and the product was taken out of the package. The physician was able to remove the fm by shaking it off. The customer stated that there may have been a possibility of a marker ink on the cannula but it could not be identified. Correction d3 (MFR name) <(>&<)> d3.6 (postal code): these fields have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus life support catheter and introducer, it was reported that a black spot-like object was attached to the introducer (inner tube) of the cannula. It was wiped off by hand. The device was replaced. There was no patient involvement, so no adverse effect occurred.